Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, a break in aseptic technique occurred, further described as the pt did not use a mask and made a touch contamination while performing pd therapy. Subsequently, the pt experienced peritonitis manifested by nausea, vomiting, diarrhea, abdominal pain and cloudy effluent. On the same day as onset, the pt began remedial therapy for the peritonitis with vancomycin and gentamicin ip-intraperitoneally, (doses and frequencies not reported). Two days later, the vancomycin was discontinued and the pt began treatment with cipro (ciprofloxacin), orally (dose and frequency not reported). On an unknown date within the same month, treatment with gentamicin was discontinued. On an unreported date, the pt¿s pd catheter was removed and therapy was stopped. Four days after onset, the pt was hospitalized for the peritonitis. Treatment while hospitalized was not reported. Thirteen days after being admitted to the hospital, the pt was switched to hemodialysis (hd) therapy. One day later, the pt was discharged from the hospital. Forty two days after the onset of the peritonitis, the pt was recovered and the pt restarted pd therapy. On an unknown date in same month as restarting pd therapy, the pt was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.